Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by a consumer on (B)(6) 2018 via social media post that she used alcon contact lenses with a manufacturing problem which led to ulcer in her eyes. It was further stated that the consumer experienced "vision discomfort" when wearing the lenses. Additional information received on 13sep2018, confirming ulcer was in the right eye (od) only and had fully recovered. The consumer sought consult from an ophthalmologist and was prescribed with oxytetracycline hydrochloride ointment. It was further mentioned that the lens is neither flat nor soft causing a foreign body sensation in the eye. No further information has been provided. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional manufacturing narrative: the narrative for device code 3191 on the MDR was "unspecified manufacturing problem; consumer dissatisfaction with ordering the lenses; lens neither flat nor soft"; this smdr (follow-up 1) is being submitted to include confirmation of illegal sales. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Device code 3191: additional information received indicating suspect counterfeit. The manufacturer internal reference number is: (B)(4).